Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from india of peritonitis in a patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies for peritoneal dialysis (pd). At the time of this report, dianeal pd2 ultrabag and extraneal viaflex therapies were ongoing. On (B)(6) 2012, the patient experienced peritonitis which did not require hospitalization. On an unreported date, the patient began remedial therapy with reflin (1 g, daily, route not reported) and fortum (1 g, daily, route not reported). The cause of the peritonitis was unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined.